Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an electrophysiology (ep) procedure, the 7f access sheath detached within the patient. The physician had acquired right antegrade femoral vein access and had negotiated the patient's aortic bifurcation for a heart study. Towards the end of the procedure the access sheath detached from its hub. The physician then acquired secondary left contralateral antegrade femoral vein access, enabling the physician to crossover the common iliac arch and successfully retrieve the detached catheter from the patient's right common femoral vein using a vascular snare device.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause is attributed to excessive force applied to the device during use. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.